Event description:
It was reported that the right ventricle (rv) lead revealed varying thresholds. The rv lead exhibited failure to capture. No changes or interventions were performed. The patient was stable throughout.